Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the implantable pacing lead (ipl) needed to screw more than twenty times the tip but it did not hold in the myocardium. It was also reported that other placements were difficult and it was not possible to screw the helix in. The ipl was removed and exchanged for another lead. No patient complications have been reported as a result of this event.